Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that this device was returned with the guidewire. The distal end of the guidewire was severely damaged. The coil covering the guidewire at the end was unravelled and had come off the core wire. Part of this coil had detached and remained lodged inside the catheter exiting from the guidewire exit port. The port was slightly damaged. The balloon was partially inflated filled with solidified contrast media. A guidewire could be inserted through the tip and balloon of the device; however, it could not be advanced further as it met an obstruction at approximately 7 cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter removal difficulties were encountered. After deployment of a 2.25 x 24mm promus element plus stent, there was resistance with the non-bsc guidewire upon attempting to remove the stent delivery system. The device and the guidewire were removed together. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter removal difficulties were encountered. After deployment of a 2.25 x 24mm promus element plus stent, there was resistance with the non-bsc guidewire upon attempting to remove the stent delivery system. The device and the guidewire were removed together. The procedure was completed with this device. No patient complications were reported and the patient's status was good.